Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon ruptured. While performing a percutaneous coronary intervention, the physician inflated an 2.0x15mm emerge balloon catheter in the target lesion and it ruptured. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of an emerge balloon catheter with the box and pouch. There was blood in the inflation lumen and the guidewire lumen. Examination under magnification revealed a longitudinal/circumferential tear on the distal end of the balloon. The tear measured 8mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. While performing a percutaneous coronary intervention, the physician inflated an 2.0x15mm emerge balloon catheter in the target lesion and it ruptured. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.